Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Customer's blood glucose level was 186 mg/dl. Although requested, customer declined to provide additional information regarding event.